Manufacturer narrative:
Information was received from user facility 3500a form uf/importer report number 06-0010-2015-02; per contact at facility report was not previously submitted to the FDA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a wrist revision surgery and explant of hardware was performed on (B)(6) 2015 after it was noted on x-rays that the plate was broken and the patient had non-union. The original surgery was performed on (B)(6) 2015. During the revision surgery the original hardware was removed and a new plate was implanted with bone grafting. The procedure was successfully completed and the patient was discharged the same day. There was no surgical delay related to this event. This is report 1 for 2 for (B)(4).